Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: it was reported that the butterfly tubing had a puncture in it. While drawing blood from patient butterfly tubing started dripping blood onto bed/nurse. It was noted butterfly tubing had puncture in it.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and leak testing and no issues were observed relating to damaged tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tubing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: it was reported that the butterfly tubing had a puncture in it. While drawing blood from patient butterfly tubing started dripping blood onto bed/nurse. It was noted butterfly tubing had puncture in it.